Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen and unknown morphine (concentrations and doses unknown) via an implanted pump for spinal pain. The reporter got a call from a provider stating that a pump patient was in the hospital and the husband was convinced that it was due to the morphine in the pump. The rep did not have any details as to why the patient was in the hospital. The hcp informed her that the physician went to the hospital and stopped the pump. The rep wanted to make sure that the pump was could be restarted after being stopped. It was reported the change in therapy/symptoms was sudden (not specified). The event date was last week ((B)(6) 2018). No further complications were reported/anticipated or expected.